Event description:
The account alleged they had the bed exit set, and the bed did alarm when the patient got out of bed but there was no nurse call. The account alleged the bed does not have sidecom connection on the bed to be able to hook a communication cable onto the nurse call system. The account alleged that this lead to the patient falling and getting a goose egg bump on his forehead.

Manufacturer narrative:
The account stated that she believed that all the beds in this area should have had sidecom on them, and wants to know why this one does not have sidecom on it. The technician informed her that sidecom is an option, and if it was purchased without it, that is how the bed was purchased. The account stated that they will pull this bed from service and get another bed that has nurse call option on it to resolve this issue. No further information is available at this time on the patients injury, a technician will investigate.